Event description:
It was reported that the probe's insulation peeled back during the surgery. No patient complications were reported.

Manufacturer narrative:
Device was returned to manufacturer for evaluation. The insulation peeling is confirmed.